Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, low out of range left ventricular lead impedance was observed. Lower limit alert was adjusted further low. Patient was stable.